Event description:
It was reported to boston scientific corporation that during a bricker stenoses dilation procedure using a uromax ultra kit, as the physician went to inflate the balloon catheter inside the patient, the balloon burst at the junction between the ureter and bricker area. There was no injury to the patient, and there was no component detachment inside the patient. The physician completed the procedure with another uromax ultra kit with no complications to the patient, who is over 18 years of age and was reportedly "ok" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a bricker stenoses dilation procedure using a uromax ultra kit, as the physician went to inflate the balloon catheter inside the patient, the balloon burst at the junction between the ureter and bricker area. There was no injury to the patient, and there was no component detachment inside the patient. The physician completed the procedure with another uromax ultra kit with no complications to the patient, who is over 18 years of age and was reportedly "ok" at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.visual analysis of the returned device revealed that the balloon material had a longitudinal tear 28 mm long. A visual and tactile analysis of the catheter shaft revealed no defects. Operational context contributed to this event.

Manufacturer narrative:
(B)(6).